Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. Twelve days after event onset, the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 48 hours) and piptaz injection (4.45mg, three times daily) for peritonitis. At the time of this report, the patient was not recovering from the event. On an unknown date, the patient was discharged from the hospital. Ten days after event onset, pd therapy was discontinued. On an unknown date, the pd catheter was removed, and the patient was transferred to hemodialysis twice a week. No additional information is available.